Event description:
The user received questionable patient results for multiple assays. She provided thirty-four patient results, fourteen results were erroneous. All repeat results were generated using the analytical p module ((B)(4)): result 1, initial magnesium 3.2, repeated (B)(6) 2010 gave 2.1 mg/dl. Result 2, initial magnesium 3.1, repeated (B)(6) 2010 gave 1.9 mg/dl. Result 3, initial creatinine 6.23, repeated (B)(6) 2010 gave 0.6 mg/dl. Result 4, initial creatinine 1.2 tested on 07/02/2010, repeated (B)(6) 2010 gave 2.85 mg/dl. Result 5, initial creatinine 0.7 tested on (B)(6) 2010, repeated (B)(6) 2010 gave 1.6 mg/dl. Result 6, initial creatinine 0.36 tested on (B)(6) 2010, repeated (B)(6) 2010 gave 1.25 mg/dl. Sample 7, initial creatinine 0.53 tested on (B)(6) 2010, repeated (B)(6) 2010 gave 1.07 mg/dl. Sample 8, initial creatinine 0.74 tested on (B)(6) 2010, repeated (B)(6) 2010 gave 1.39 mg/dl. Sample 9, initial calcium 9.9 tested on (B)(6) 2010, repeated (B)(6) 2010 gave 10.7 mg/dl. Sample 10, initial calcium 8.3 tested on (B)(6) 2010, repeated (B)(6) 2010 gave 9.1 mg/dl. Sample 11, initial calcium 9.1 tested on (B)(6) 2010, repeated (B)(6) 2010 gave 8 mg/dl. Sample 12, initial creatinine 0.26 tested on (B)(6) 2010, repeated (B)(6) 2010 gave 1.43 mg/dl. Sample 13, initial creatinine 0.4 tested on (B)(6) 2010, repeated (B)(6) 2010 gave 1.16 mg/dl. Sample 14, initial calcium 10.2 tested on (B)(6) 2010, repeated (B)(6) 2010 gave 11.1 mg/dl. The user did not know which results were reported or provide any patient information. No adverse events were reported. Calcium reagent lot numbers were 622278(01) and 620434(01). Creatinine reagent lot numbers were 624915(01) and 624845(01). Magnesium reagent lot number was 620619(01). The field service representative determined the gear pump was not supplying the proper water pressure to the analyzer. He replaced the gear pump head and gear pump pressure gauge. He also cleaned sticky rinse mechanism and verified proper operation. The user performed quality control which was acceptable.